Event description:
It was reported that pump experienced malfunction alarm with non-resettable malf 1 code and fault ID 1-0x2131, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed pump serial number and shipping address, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days using provided materials.